Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a loss of connection between their transmitter and smart device. Dexcom representative advised patient to re-pair the transmitter to the mobile application and will call back if transmitter does not pair. No additional patient or event information is available.